Manufacturer narrative:
No sample received at manufacturer. The device history records for the affected lots were reviewed. No abnormalities that could have contributed to this event were found and the products were released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the soft tip was defective and fell off into the patient's eye. It is unconfirmed if the tip has been removed or it is retained in the patient's eye. Additional information has been requested but not received.

Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. A sample was received in outer blister including cover foil. It was bent. The device history records for the affected lots were reviewed. No abnormalities that could have contributed to this event were found and the products were released according to manufacturer's acceptance criteria. The manufacturer performs a 100% final inspection for this product. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. It was found that the shaft is bent and the soft tip is broken. The customer¿s complaint was confirmed. User handling. Due to the bent shaft it was concluded that soft tip was broken by external force during use. The manufacturer internal reference number is: (B)(4).